Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the black box and bolus history for the event was overwritten due to continued use. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. Investigators manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The complaint of un-programmed boluses could not be duplicated; the pump information for this complaint was overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering boluses without user intervention. The reporter stated that the issue was noted when administering a bolus. The user programmed a 6.6 unit bolus at 1:56 pm, and noted that a bolus had previously been delivered at 1:53pm for 5.5 units. The reporter stated that the user had not programmed the 5.5 unit bolus at 1:53 pm. The reporter stated they no longer trusted the pump, believing that the pump was delivering boluses that were not programmed by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.